Event description:
It was reported that they were able to aspirate the old drug and fill with 17 ml but they could not get the last 3ml into the pump. They attempted to aspirate 17ml out and were unable to aspirate. A second refill kit was used. It was later reported that they filled the pump with the allowable amount, 13ml and programmed the pump as 13mls. It was noted there were no further issues reported and the patient "seems to be fine" . The drugs in the pump were clonidine, bupivacaine, prialt and compounded baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8711, lot# j11588r02, implanted: 2003 (B)(6), explanted: unknown. Catheter: model# 8703w, lot# l53961, implanted: 1999 (B)(6), explanted: unknown.